Event description:
The account reported that a patient required surgical intervention following a procedure with the electrosurgical unit (esu/generator). A cecal perforation occurred during a colonscopy. Their program 1, snare/hot biopsy (monopolar #1), forced coag mode, effect 1 at 25 watts was used. An exploratory laparotomy was performed to repair the perforation.